Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not correctly showing threshold capture. The right ventricular and left ventricular delays were negative. This lead moved and was dislodged. However, a satisfactory vector was found, hence this patient was discharged without repositioning the lead. This lead remains in service. No adverse patient effects were reported.